Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recr1540 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a PICC clinic nurse found hair inside the package after opening the outer packaging for microintroducer sheath in the process of catheter insertion. She discontinued the use of the product.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of foreign material in the device packaging was confirmed to be manufacturing related. One microez microintroducer kit packaging and components were returned for investigation. The outer packaging was returned opened. The inner packaging containing the microintroducer kit components was returned sealed. A dark fiber that appeared to be hair was observed on the outer surface of the 20 ga IV catheter plastic cover. The packaging lot number showed lot: recr1540. Since the hair was observed to be within the sealed packaging, the complaint is confirmed. A lot history review (lhr) of recr1540 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a PICC clinic nurse found hair inside the package after opening the outer packaging for microintroducer sheath in the process of catheter insertion. She discontinued the use of the product.